Event description:
The manufacturer received information alleging a ventilator failed steps during testing. There was no harm or injury reported. The device has been returned but yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed steps during testing. There was no patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow element was found to be contaminated with a foreign substance. The device's oxygen blending module board and flow element were replaced to address the issues.